Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a distributor via sems- (B)(4) that an ar-13999mf fastpass scorpion has a clamp that wasn't grabbing. This was discovered during an unspecified procedure, with no patient harm reported.

Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number: (B)(6) was received for investigation. Visual inspection noted that the device was discolored/oxidized. Functional testing found that when the needle is fired, the sutures fray instantaneously. The most likely cause is attributed to wear and tear due to the age of the device. The manufacturing date is 2016. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.